Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was dispensing more than 20 ml during volumetric accuracy test. This was a new device. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. The device found to be within acceptable parameters per accuracy test instructions. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.